Event description:
It was reported that the display was damaged. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product was received for evaluation. Visual and functional testing were performed. The tank cover was cracked, there were wear and tear damage to the enclosure, front cover, line cord, pole clamp, and block assembly. The reported problem was confirmed. The root cause of the reported issue was found to be impact to the display. The technician replaced the printed circuit board (pcb). Additional parts were replaced unrelated to the reported issue. The technician upgraded the printed circuit board (pcb) and power switch, which was retained under a corrective action and preventative action. The technician performed preventative maintenance (pm), device passed functional and delivery tests. Unique identifier unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.